Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging from 600-800 (mg/dl) with small ketones. The customer reported that the health care provider (hcp) does not feel the cause of the elevated bg level to be related to the pump or supplies, and thinks are an internal issue. Reportedly, to address the bg level, the customer delivered a 30 unit bolus, and observed the bolus being delivered. Additionally, a manual injection was delivered to address the bg level. However, the customer reported not observing the requested bolus of 30 units in the pump history. Review of the pump data logs with tandem technical support showed that at 9:30 a.m. A bg value of 600 (mg/dl) was programmed, and a bolus of 40.83 units was requested and completed successfully. However, the pump logs did not show any bolus requests of 30 units that had been programmed on the day of the reported event. Upon relaying the information, the customer confirmed the bolus of 40.83 units; however, maintained that the bolus of 30 units was missing from the history. At the time of the call, manual injections were being used for diabetes management.